Event description:
A ruby coil failed to deploy. There were no complications. Notes from the procedure: following transjugular intrahepatic portosystemic (tips) shunt creation, a kumpe catheter was advanced into the splenic vein and a splenic venogram performed. This demonstrated two large gastroesophageal varices. Using a 5 french c2 catheter, the first of these varices was selected. Under fluoroscopic guidance, a nest of coils was deployed to occlude this varix. The secondary was then selected, and again under fluoroscopic guidance a nest of coils was deployed to occlude this varix. Following embolization of these two varices, the catheter was positioned within the splenic vein and a post embolization venogram performed demonstrating no further significant varices. The catheter was then removed. Patient tolerated the procedure well with no immediate complications.